Event description:
Sheath of needle was bent upon receiving; the needle inside the sheath was fine. The physician uses and overtube during all ebus procedures, this may be the reason, when introducing the scope with the ebus needle inside it might have scratched the wall of the tube and the sheath has kinked. The device was not used on the patient because the defect was noticed prior to use. Additional information received 08-jun-2026: the needle had a kink before they could release the needle. It is presumed that the needle kinked when they introduced it into the scope and when they wanted to release it out of the sheath it wasn`t possible. The proximal kink was not there prior to returning to manufacturer. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end on the sheath in a kink. What is the target site and was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? Needle did not come out properly due to kink. What is the scope manufacturer and model number that was used? Olympus. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. Was the device used in a tortuous position? No. Was difficulty experienced while retracting the needle? No. 14. How many samples were obtained (passes completed) with this needle? None.

Manufacturer narrative:
D9: device returned but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.